Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was about to go to work when she passed out in her car. She did not feel any symptoms before passing out and could not remember her cgm reading prior to losing consciousness. Her daughter noticed the car was still in the driveway about three hours later, went to check, and found her unresponsive. She had already been unconscious for approximately three hours, so her daughter immediately called 911 without checking her cgm and bg value. Emts arrived and checked her blood glucose (bg) via fingerstick; it was 30 mg/dl. They did not check her cgm reading. Glucose was injected into her vein, and the patient became conscious. She was transported to the hospital. In the ER, her bg was checked again and was already 40 mg/dl. The cgm was not checked because her phone had been left in the car. She was given IV fluids and remained in the hospital. Her latest bg value was 92 mg/dl, while her dexcom g7 cgm showed over 260, indicating an inaccuracy and they are waiting for it to rise to 100 mg/dl before discharging her. The patient is feeling fine now data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the c zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).